Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date & the competed investigation results. One 6 fr angioseal evolution device was received at terumo medical corporation for product analysis. The device was not returned with any accessory components. The returned device was subjected to visual analysis where a blood like substance was visualized along the body of the angioseal evolution, which is consistent with the usage of the device. . The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button of the evolution device was felt and found to be stiff indicating that the gearbox assembly was likely in the distal position in the handles. A portion of the compaction marker was exposed past the distal green marker. The collagen could be seen partially tamped at the distal end of the taming tube. The anchor was present adjacent to the partially tamped collagen. Functional testing was then performed by applying force to the anchor to observe if the remainder of the tamping tube would be released. When tensile force was applied, the collagen and anchor separated from the distal end of the tamping tube. The detached anchor was then examined for any anomalies that may have led to the pullout. No anomalies were found. The body of the evolution device was then disassembled to observe if any anomalies existed with the gearbox assembly. The rack was in the fully distal position, moved through the gearbox. No anomalies were noted. Functional testing was performed by turning the drive gear clockwise retracting the rack. No anomalies were noted. The gear was then turned counterclockwise and again no anomalies were noted with the movement of the rack. The returned device indicated that pullout had occurred due to the anchor and collagen still being attached to the returned device. However, no functional or visual anomalies were found with the returned device that would have resulted in the pullout the user experienced. Therefore, the pullout may be due to improper positioning of the device or using an improper size of the device. There has been one previous report for this product code/ lot number combination. There were no related issues noted during manufacturing of the reported product code and lot number. The reason for the detachment of the anchor and collagen was likely due to suture disintegration from exposure to high temperatures and blood like substance. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they product failed during deployment. It was reported that digital pressure was then held for 15 minutes achieving hemostasis. The patient left the lab with no hematoma. It was reported that estimated blood loss was 5-10 cc's. Additional information was received on 8/21/2017: the device failed as the deployment button was pushed and the handle drawn back. The entire plug and foot came out through the skin intact.